Manufacturer narrative:
9/11/97-supplemental rpt #1 submitted to FDA.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was broken. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.